Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D4: unique identifier (UDI) number changed to unknown. G3: date received by manufacturer. G7: type of report, follow-up number. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. One osseotite® implant 3.75 x 11.5mm (oss311) was returned for investigation. Visual evaluation of the as returned products identified significant signs of wear and fracturing at the collar. Bone tissue and scratches presented on the external threads. Device history record (DHR) was not available electronically for the subject lot number: (119106). Therefore, it could not be further reviewed at the time of the investigation. A notification has been sent to manufacturing to request the DHR for review. The pce will be reopened and updated if there is any indication of nonconformance, or any possible manufacturing issue related to the reported event. A complaint history review by item number was conducted for the device (119106) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Email address and fax number unknown / not provided.

Event description:
It was reported that the implant at tooth site #9 fell out and it was fractured.